Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. MFR records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a sternotomy procedure, the blade broke at the cutting end. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was a delay of 15 minutes and a replacement blade was available.